Event description:
Burn / it looks like on her father's right side third degree burns/he is just using neosporin on the burns and that it still looks the same [burns third degree], patient slept with the heat pack direc on skin contact/did not check skin under the product while wearing/read the usage instructions on thermacare before you used the product/he did not consult [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer reporting for her father. A (B)(6) -year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2018 at an unknown frequency applied to skin on right side for back problems. Medical history included heart problems, diabetes mellitus, and weight increased from an unknown date and unknown if ongoing. Concomitant medication included insulin glargine (lantus) and a lot of heart medication but reporter did not know the names of any of them. The patient previously took thermacare heatwrap for unknown indication and had no adverse event. The reporter reported on the night of (B)(6) 2018 the patient placed thermacare lower back & hip and he showed reporter the burns on (B)(6) 2018. The heating belt with heat pack burned her father's skin. Metal things inside the pack burned onto his skin. Reporter explained that it looked like on her father's right side third degree burns. There was ring shaped burns on his right side. Reporter was unsure of when they started but the burns were still present at the time of the call on (B)(6) 2018. The patient was just using neosporin on the burns and that it still looked the same. The reporter mentioned that her father used the heating belt with heat pack all the time for his back problems and stated that it had never done this before. She asked if she should take her father to the hospital, if her father was at risk for infection because he had diabetes. Reporter assessed additional seriousness criteria as damage to body structure, and causality of device to event "burn" was yes. The patient read the usage instructions on thermacare before using the product, however did not check skin under the product while wearing it because he was asleep. He slept with the heat pack on with direct skin contact. He did not consult a healthcare professional for the problems and symptoms. He was currently under the care of a cardiologist for heart trouble and primary care doctor. He classified skin tone as medium (neither light nor dark). The patient did not have sensitive skin and abnormal skin conditions. The color of the box you purchased was red box. He did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack. He did not engage in exercise while using the product. Upon follow up on (B)(6) 2018, the nurse denied the knowledge of the occurrence of events. The action taken in response to the events was permanently withdrawn on (B)(6) 2018. The outcome of the event "burn/it looks like on her fathers right side third degree burns/he is just using neosporin on the burns and that it still looks the same" was not recovered, the outcome of the other event was unknown. There were products remaining, and the sample of the product was available to be returned. Additional information has been requested and will be provided as it becomes available. Follow-up (10sep2018): new information received from a contactable nurse included: the nurse denied the knowledge of the occurrence of events. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burn/looked like on her father's right side third degree burns" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn/looked like on her father's right side third degree burns" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim (preferred term) burn. It looks like on her fathers right side third degree burns. He is just using neosporin on the burns and that it still looks the same (burns third degree). Patient slept with the heat pack on with direct skin contact. Did not check skin under the product while wearing thermacare. Read the usage instructions on thermacare before you used the product. Did not (intentional device misuse). Case narrative: this is a spontaneous report from a contactable consumer reporting for her father. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2018 to (B)(6) 2018 at an unknown frequency applied to skin on right side for back problems. Medical history included heart problems, diabetes mellitus, and weight increased from an unknown date and unknown if ongoing. Concomitant medication included insulin glargine (lantus) and a lot of heart medication but reporter did not know the names of any of them. The patient previously took thermacare heatwrap for unknown indication and had no adverse event. The reporter reported on the night of (B)(6) 2018 the patient placed thermacare lower back & hip and he showed reporter the burns on (B)(6) 2018. The heating belt with heat pack burned her father's skin. Metal things inside the pack burned onto his skin. Reporter explained that it looked like on her father's right side third degree burns. There was ring shaped burns on his right side. Reporter was unsure of when they started but the burns were still present at the time of the call on (B)(6) 2018. The patient was just using neosporin on the burns and that it still looked the same. The reporter mentioned that her father used the heating belt with heat pack all the time for his back problems and stated that it had never done this before. She asked if she should take her father to the hospital, if her father was at risk for infection because he had diabetes. Reporter assessed additional seriousness criteria as damage to body structure, and causality of device to event "burn" was yes. The patient read the usage instructions on thermacare before using the product, however did not check skin under the product while wearing it because he was asleep. He slept with the heat pack on with direct skin contact. He did not consult a healthcare professional for the problems and symptoms. He was currently under the care of a cardiologist for heart trouble and primary care doctor. He classified skin tone as medium (neither light nor dark). The patient did not have sensitive skin and abnormal skin conditions. The color of the box you purchased was red box. He did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack. He did not engage in exercise while using the product. The action taken in response to the events was permanently withdrawn on (B)(6) 2018. The outcome of the event "burn. It looks like on her fathers right side third degree burns. He is just using neosporin on the burns and that it still looks the same" was not recovered, the outcome of the other event was unknown. There were products remaining, and the sample of the product was available to be returned. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn/looked like on her father's right side third degree burns" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn. Looked like on her father's right side third degree burns" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Subclass: adverse event safety request for investigation. The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged. Subclass: incorrect/missing/illegible text (except lot/exp/batch info). Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01aug2015 through 31aug2018/manufacturing site: pfizer (city name)/complaint class: labeling/carton/insert sub class: incorrect/missing/illegible text (except lot/exp/batch info). The pcom search returned a total of 5 complaints for lbh products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of incorrect/missing/illegible text (except lot/exp/batch info). Based on this pcom search, there is not a trend identified for the subclass of incorrect/missing/illegible text (except lot/exp/batch info) for lbh products, refer to the attached trend chart for aug2015-aug2018. There is no further action required. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return.

Event description:
Burn / it looks like on her fathers right side third degree burns/he is just using neosporin on the burns and that it still looks the same [burns third degree], patient slept with the heat pack direct on skin contact/did not check skin under the product while wearing/read the usage instructions on thermacare before you used the product/he did not consult [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer reporting for her father. A (B)(6)-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to (B)(6) 2018 at an unknown frequency applied to skin on right side for back problems. Medical history included heart problems, diabetes, and gained some weight from an unknown date and unknown if ongoing. Concomitant medication included insulin glargine (lantus) and a lot of heart medication but reporter did not know the names of any of them. The patient previously took thermacare heatwraps for unknown indication and had no adverse effect. The reporter reported on the night of (B)(6) 2018 the patient placed thermacare lower back & hip and he showed reporter the burns on (B)(6) 2018. The heating belt with heat pack burned her father's skin. Metal things inside the pack burned onto his skin. Reporter explained that it looked like on her father's right side third degree burns. There was ring shaped burns on his right side. Reporter was unsure of when they started but the burns were still present at the time of the call on (B)(6) 2018. The patient was just using neosporin on the burns and that it still looked the same. The reporter mentioned that her father used the heating belt with heat pack all the time for his back problems and stated that it had never done this before. She asked if she should take her father to the hospital, if her father was at risk for infection because he had diabetes. Reporter assessed additional seriousness criteria as damage to body structure, and causality of device to event "burn" was yes. The patient read the usage instructions on thermacare before using the product, however did not check skin under the product while wearing it because he was asleep. He slept with the heat pack on with direct skin contact. He did not consult a healthcare professional for the problems and symptoms. He was currently under the care of a cardiologist for heart trouble and primary care doctor. He classified skin tone as medium (neither light nor dark). The patient did not have sensitive skin and abnormal skin conditions. The color of the box you purchased was red box. He did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack. He did not engage in exercise while using the product. The reporter reported that her father read the instructions and it had no side effects on there especially not what happened to him. Upon follow up on (B)(6) 2018, the nurse denied the knowledge of the occurrence of events. Action taken in response to the events was permanently withdrawn on (B)(6) 2018. The outcome of the event "burn/it looks like on her fathers right side third degree burns/he is just using neosporin on the burns and that it still looks the same" was not recovered, the outcome of the other event was unknown. There were products remaining, and the sample of the product was available to be returned. Additional information received from product quality complaint (pqc) group on 12apr2019 included investigation results. Subclass: adverse event safety request for investigation. The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged. Additional information received from product quality complaint (pqc) group on 22apr2019 included investigation results. Subclass: incorrect/missing/illegible text (except lot/exp/batch info). Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01aug2015 through 31aug2018/manufacturing site: pfizer (city name)/complaint class: labeling/carton/insert sub class: incorrect/missing/illegible text (except lot/exp/batch info). The pcom search returned a total of 5 complaints for lbh products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of incorrect/missing/illegible text (except lot/exp/batch info). Based on this pcom search, there is not a trend identified for the subclass of incorrect/missing/illegible text (except lot/exp/batch info) for lbh products. There is no further action required. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass incorrect/missing/illegible text (except lot/exp/batch info). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related: no. Complaint confirmed: no. Follow-up (10sep2018): new information received from a contactable nurse included: the nurse denied the knowledge of the occurrence of events. Follow-up (12apr2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (22apr2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burn/looked like on her father's right side third degree burns" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burn/looked like on her father's right side third degree burns" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged.

Event description:
Burn / it looks like on her fathers right side third degree burns/he is just using neosporin on the burns and that it still looks the same [burns third degree], patient slept with the heat pack direct on skin contact/did not check skin under the product while wearing/read the usage instructions on thermacare before you used the product/he did not consult [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer reporting for her father. A (B)(6)-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2018 at an unknown frequency applied to skin on right side for back problems. Medical history included heart problems, diabetes mellitus, and weight increased from an unknown date and unknown if ongoing. Concomitant medication included insulin glargine (lantus) and a lot of heart medication but reporter did not know the names of any of them. The patient previously took thermacare heatwrap for unknown indication and had no adverse event. The reporter reported on the night of (B)(6) 2018 the patient placed thermacare lower back & hip and he showed reporter the burns on (B)(6) 2018. The heating belt with heat pack burned her father's skin. Metal things inside the pack burned onto his skin. Reporter explained that it looked like on her father's right side third degree burns. There was ring shaped burns on his right side. Reporter was unsure of when they started but the burns were still present at the time of the call on (B)(6) 2018. The patient was just using neosporin on the burns and that it still looked the same. The reporter mentioned that her father used the heating belt with heat pack all the time for his back problems and stated that it had never done this before. She asked if she should take her father to the hospital, if her father was at risk for infection because he had diabetes. Reporter assessed additional seriousness criteria as damage to body structure, and causality of device to event "burn" was yes. The patient read the usage instructions on thermacare before using the product, however did not check skin under the product while wearing it because he was asleep. He slept with the heat pack on with direct skin contact. He did not consult a healthcare professional for the problems and symptoms. He was currently under the care of a cardiologist for heart trouble and primary care doctor. He classified skin tone as medium (neither light nor dark). The patient did not have sensitive skin and abnormal skin conditions. The color of the box you purchased was red box. He did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack. He did not engage in exercise while using the product. Upon follow up on (B)(6) 2018, the nurse denied the knowledge of the occurrence of events. Action taken in response to the events was permanently withdrawn on (B)(6) 2018. The outcome of the event "burn/it looks like on her fathers right side third degree burns/he is just using neosporin on the burns and that it still looks the same" was not recovered, the outcome of the other event was unknown. There were products remaining, and the sample of the product was available to be returned. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (10sep2018): new information received from a contactable nurse included: the nurse denied the knowledge of the occurrence of events. Follow-up (12apr2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burn/looked like on her father's right side third degree burns" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burn/looked like on her father's right side third degree burns" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.